Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify failed battery alarms due to blank display. Also, received with moisture damage on the motor and force sensor.

Event description:
It was reported that the insulin pump screen turned black and was beeping failed battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer states the contacts on the battery cap were not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer did not receive a battery failed alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.